Event description:
A report was received that the patient's spinal cord stimulator system was explanted. No additional details regarding the explant are available at this time.

Manufacturer narrative:
Date of event was 2007. Month and day of event not available. Explanted date is 2007. Month and day of explant date not available. Device was explanted. Additional suspect device components involved in the event: model: sc-2138-50 description: linear lead (phase iiia), 50 cm model: sc-3138-25 description: lead extension (phase iii), 25 cm a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.